Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. The device remains implanted. Therefore, direct product analysis was not possible.

Event description:
It was reported to gore that a patient with chronic total occlusion presented for treatment in the popliteal artery. A gore® tigris® vascular stent was advanced to the popliteal artery. The deployment lock was unlocked, and a slight expansion was noted at the distal tip. As reported, the physician experienced some difficulty pushing the device further into place. The stent was fully deployed after the deployment wheel was turned. Imaging showed the stent appeared to have shortened slightly after full deployment (from 100mm to about 80mm). No further action was taken as the treatment area was adequately covered.